Manufacturer narrative:
(B)(4). A clinical specialist review of the reported event determined that use error may have contributed to the outcome of the pt. The event record download shows that the device powered off one minute and 42 seconds after a 360 joule shock was delivered to the pt. The device was powered back on and was used to monitor the pt for two minutes and 20 seconds when a second defibrillation shock should have been delivered. Physio-control evaluated the device however the reported failure was not duplicated. The customer was using one third party battery that was over three (3) years old and a second physio battery that was also over three (3) years old. Physio-control does not recommend use of third-party batteries and recommends replacing physio-control batteries every two (2) years. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device powered off while charging for a defibrillation shock. This failure occurred during a cardiac arrest and the pt did not survive. There was no further info on the pt or event provided.